Event description:
Patient ID: (B)(6). It was reported that during angioplasty/vessel preparation of the mid right superficial femoral artery with the armada 18 peripheral dilatation catheter on (B)(6) 2023, a piece of plaque or thrombus embolized to the peroneal artery. Thrombectomy/thrombolysis, was performed on the non-study vessel, peroneal artery. The condition resolved. No additional information was provided.

Manufacturer narrative:
D4- the UDI number is not known as the catalogue number was not provided. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
Product performance engineering reviewed the incident information; however, there was no reported device malfunction, and the product was not returned. A review of the lot history record of the reported lot could not be conducted because the part and lot numbers were not provided. The reported patient effect of embolism is listed in the armada 18 instruction for use as a known potential adverse event associated with the use of the device. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. Additionally, unexpected medical intervention appears to be related to operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D1 - brand name updated from armada pta catheter armada 18 pta catheter. D2a - common device name updated from dilatation catheter to peripheral dilatation catheter. D2b - procode updated from lox to lit. D4 - catalog # updated from unk armada to unk armada 18 otw.